Manufacturer narrative:
Product was returned and analyzed. This pacemaker was returned to boston scientific's post market quality assurance laboratory. Visual inspection find no evidence of malfunctions. This device passed mechanical and electrical tests and is functioning normally. No battery depletion was observed as well. Laboratory analysis did not confirm any product performance issue.

Event description:
It was reported that this pacemaker was unable to be successfully implanted due to a product performance issue. This device was returned and analyzed. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Product was returned and analyzed. This pacemaker was returned to boston scientific's post market quality assurance laboratory. Visual inspection find no evidence of malfunctions. This device passed mechanical and electrical tests and is functioning normally. No battery depletion was observed as well. Laboratory analysis did not confirm any product performance issue. This device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker was unable to be successfully implanted due to a product performance issue. This device was returned and analyzed. No adverse patient effects were reported. Additional information was received which reported that during the attempted implant of this device, header damage was noted, and the torque wrench was stuck in the set screw and unable to be removed. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was unable to be successfully implanted due to a product performance issue. This device was returned and analyzed. No adverse patient effects were reported. Additional information was received which reported that during the attempted implant of this device, header damage was noted, and the torque wrench was stuck in the set screw and unable to be removed. No adverse patient effects were reported.

Manufacturer narrative:
This device has been returned for analysis. This report will be updated upon completion of analysis.